Event description:
It was reported that the system was removed due to infection.

Manufacturer narrative:
Review of quality recordsthe helix was found to be clogged with blood and tissue. The","lead exhibited normal electrical characteristics. No anomalies were noted.